Manufacturer narrative:
Device evaluation: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Conclusion: reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information. D4.2 expiration date h4. Device mfg date: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion hollow fiber oxygenator, it was reported that this device had a fiber leak from the bottom of the device. The device was primed with two units of bank blood. Only 4 drops, less than 10 cc, dripped out of the bottom of the oxygenator. No patient blood loss occurred. An unplanned blood transfusion was required, as another 2 units of blood had to be used to prime the new circuit. This happened before initiating bypass. The same leak did not appear in multiple packs, and no plasma breakthrough did not occur. . The device was replaced. There was no patient involvement, so no adverse effect occurred.